Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient had right hip revision due to pain. Surgeon thought stem was loose, but found that neither the stem or head were loose, so he decided to do a liner exchange.

Manufacturer narrative:
An event regarding pain involving an adm liner was reported. The event was not confirmed. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the reported pain could not be determined due to a lack of information. Further information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that patient had right hip revision due to pain. Surgeon thought stem was loose but found that neither the stem or head were loose, so he decided to do a liner exchange.